Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were concerned about battery depletion of their cardiac resynchronization therapy defibrillator (crt-d). The device longevity was reportedly well below the estimate the patient was previously provided. The device remains in use. No patient complications have been reported as a result of this event.